Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. There was no reported adverse impact. No additional information was provided.